Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction at the station was due to the failure in the control module for full height drawer 7. A field service engineer removed and replaced boards 151903-01 & 151630-01 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the device was not detected on the communication bus, preventing users from accessing medication for a patient. The customer indicated that one cubie displayed the message "device not detected on the communication bus". In an attempt to resolve the issue, the pharmacy technician attempted to recover the cubie, after which the pyxis system was prompted for required maintenance and advised to contact technical support. Subsequently, the technician restarted the pyxis, leading to a failure of the entire drawer. This situation caused a delay in patient care. There were no adverse events or injuries reported based on this event.